Manufacturer narrative:
(B)(4): the device was manufactured october 3, 2014 - october 8, 2014.the device was received for evaluation. A visual inspection was performed and revealed particulate matter approximately 1.02 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy identified the particle to be polyester material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter within its balloon. This was found before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.